Event description:
It was reported that the patient was admitted with positive driveline infection, methicillin-resistant staphylococcus aureus (mrsa) and positive blood cultures for mrsa. Peripherally inserted central catheter (PICC) line was placed and the patient received vanc for 8 days and transitioned to doxycycline for life. The patient had a history of positive blood cultures prior to ventricular assist device (vad) implant for mrsa as well. The patient deemed stable for discharge on (B)(6) 2025.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.